Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: 5076-45 lead, implanted: 2006-05-26; 511211 st jude lead. (B)(4).

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately 1 day after the crt-d was implanted and approximately 9 years after the leads were implanted. The cause of death has been requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the proximal segment of the lead was returned. Visual summary analysis of the lead was performed and no anomalies were found.